Event description:
The PICC line was placed in the saphenous vein through pt's right ankle in 2004. The PICC line was trimmed to 20 cm and inserted to 17 cm. Five days after PICC placement, a line was noted in the heart area. The pt's condition was watched for one week and the line was not changing position. An echocardiogram was performed in the next day and it was determined that there was a fragment of the catheter in the right atrium of the pt. An x-ray of the leg was performed in 09/04 and it was determined the PICC was not the correct length. When the PICC was removed from the pt's ankle the distal end was breaking off and it was noted that there was a fray in the PICC near the hub. An emergent cardiac cath was performed in 09/04 and a 4 cm portion of the PICC was retrieved from the pt's left pulmonary artery. There was no adverse effect on the pt.